Event description:
The laser system has the following problem: "resonator chiller leaking water". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to chiller failure. After the component replacement the laser system restarted to work correctly. We are unaware about patient injury.